Event description:
It was reported that the patient underwent an unknown spinal procedure at 3 levels to treat a compression fracture. It was reported that the "tip part of the screw is out of the vertebra. It seems like the screw breaking the vertebral wall. The "screw had cut out the treated vertebra. The patient bone is very poor and the treated vertebra is collapsing. The surgeon follows the patient closely at this moment. The surgeon commented that "it can't be helped because of the patient poor bone. The patient is followed closely because no neurological manifestation is observed at this moment." The patient is asymptomatic. No additional patient information was provided.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.